Manufacturer narrative:
IV bag, heparin sodium, 25,000 usp unit per 250ml; therapy date therapy date (B)(6) 2015. The customer¿s report of a heparin infusion having emptied prematurely could not be confirmed. The pcu event log showed that the heparin infusion was started on (B)(6) 2015 at 12:51am with a rate of 10ml/h and vtbi at 200ml. A new rate of 14.8ml/h was entered by the user at 2:19am. The pump module alarmed with air-in-line at 03:12am with the user restarting the infusion at 3:16am. The user entered a new dose of 1490 units/hr (rate= 14.9ml/h) and then turned off the pump module terminating the infusion. The recorded volume infused was 13.204ml. The cause for terminating the infusion early could not be ascertained from the log analysis. Testing and inspection of the returned infusion system, (pcu, lvp and IV set), found no malfunctions and the pump module to be infusing within specification. The root cause for the customer¿s reported over infusion was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump module alarmed for air-in-line. Upon assessment of the alarm, the user discovered the 250 ml bag of heparin was empty although the device indicated 13.90 ml had infused. An infusion of heparin 25,000 units/250 ml was started at 14.9 ml/hr but the bag was empty in less than an hour. The patient was monitored for bleeding and the pt was monitored every 2 hours with results greater than 200 for 7 hours. No immediate patient harm other than increase of lab checks and maybe a delay in hospital stay were reported. No acute signs of bleeding reported.